Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that the reason for explant was a possible rotor failure on the dye study. No further complications were reported/anticipated.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving gablofen 2000mcg/ml;1700 mcg/day via an implantable pump. Indication for use was intractable spasticity and cerebral palsy. The date of the event was march 2017. It was reported the patient experienced a change in therapy effect that started 3-4 months ago where the patient became unresponsive to dose changes. The patient had continued increased spasticity despite dose increases. At a refill last week, the volumes were accurate. The reservoir volume was checked and the expected residual volume was (erv) was 5 and the actual residual volume (arv) was 7. The pump logs were checked and were normal. No alarms were noted in the pump logs. A catheter access port (cap) study was done (B)(6) 2017. The hcp injected 10ml of omnipaque into the cap and did not see a thing. There was nothing in the catheter, nothing around the pump/posterior etc. The hcp could not visualize any of the 10ml omnipaque dye that was injected. The physician will follow up with the surgeon to review possible catheter revision options. No further complications were reported.

Manufacturer narrative:
Both the pump and catheter were returned as part of another event. See MFR. Report number 3004209178-2018-05852. Section d information references the main component of the system. Other relevant device(s) are: product ID (B)(4) serial# (B)(4) UDI (B)(4). If information is provided in the future, a supplemental report will be issued.